Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a primary audible alarm error. No patient injury was reported.

Manufacturer narrative:
Device manufacture date: 06-jan-2017.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tampers seals and had top case cracked by the front left/right bottom corners, bottom case cracked by the "l" bracket pole clamp, cracked right plunger case and visible contamination by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced speaker as preventive measure and updated software of the device. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.